Event description:
It was reported that an occlusion alarm occurred. Customer acknowledged the alarm and resumed insulin. There was no adverse impact to customer¿s blood glucose level. Customer followed up with their healthcare provider regarding diabetes management.